Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyg0329 showed one other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 it was reported that violation of patency of PICC catheter occurred because of separation of the distal part of the catheter. On (B)(6) 2016 there was detection of separation of the distal part of the catheter and on (B)(6) 2016 the distal part of the PICC was removed. For 05/12/2016 - on (B)(6) it was discovered the PICC was broken. The separation of the catheter allegedly occurred on (B)(6) 2016 but nobody knew about it (doctor or sales rep) until (B)(6). The proximal end (on the skin) was removed because there was diagnostic malfunction of the catheter, there was no blood returned, no infusion, there was puffiness of the place of implantation and local redness. At the moment of removing the catheter there was fond that the catheter was broken and separated inside the vein. The patient was urgently sent to x-ray. The distal end of catheter was found in pulmonary vein. The patient was sent to intervention radiology for operation removal. The distal end of catheter was removed in a day, ((B)(6) the problem was discovered, 3rd the distal part was removed. It took 1 day to coordinate the facilities of the hospital, the operation was made in cardiological centre).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two piece connector and usage residues were observed throughout the sample. The extension tubing markings were partially worn. The catheter was received in two segments which shared a complete break at the 32cm depth marking. Tactile inspection of the sample revealed severe tensile weakness in the proximal segment tubing in the vicinity of the break. Microscopic inspection of the break revealed sharply defined granular surfaces. A region of coarse striations was observed. The coarsely striated region of the break surface was typical of damage initiated by contact with a metallic instrument. The severe tensile weakness indicated that the initial damage was propagated through tensile stress. The usage residues and marking wear suggested that the catheter was in use when the damage occurred.